Manufacturer narrative:
Should additional information be provided, a supplemental report will be submitted.

Event description:
It was reported that this implantable device was suspected to be exhibiting premature battery depletion behavior. It was noted that the patient is currently in (B)(6) , and can't get home to (B)(6) , but is having issues with her pacemaker. It was also noted that the patient's heart rate is low. Technical services assisted the caller, and provided recommendations for where the patient can be seen, and have her device checked while in b (B)(6). At this time, no further information has been provided. This device remains implanted and in service. No adverse patient effects were reported.